Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the prn medications were showing up under scheduled medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that medications were appearing in the scheduled medications list. A technical support specialist (tss) called and spoke with customer and requested additional details regarding the issue. An email was later received from customer confirming that the patient had been discharged, the issue did not reoccur and that the case could be closed. The system functioned after the technical support specialist investigated the issue.